Event description:
New information received notes programming changes were made. The patient was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that inappropriate auto mode switching (ams) resulting from far field r wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended and to be discussed with the physician. There were no reported patient consequences.